Event description:
Indication: common variable immunodeficiency, unspecified. Unsolicited: home health nurse requested new pump in next order shipment. Nurse states pt is having difficulty with her pump as it will not run through the program. The pump keeps giving air in line alarm, even after multiple attempts at trouble shooting. Serial number of pump: (B)(6); maintenance due date: 10/2024. Did pt missed any doses: unknown. Is product available for return: yes. Was an adverse event reported due to product issue? Unknown. Replacement pump sent. No further info. Reported to (B)(6) by: health professional.